Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device reed holder was damaged, and the battery holder was corroded. Functional testing was performed, and the reported issue could not be replicated. The device was cycling under gas drive at the input fitting. The cycle led was illuminating in time with tidal volume being delivered. The root cause could not be determined. The product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. Full UDI number: (B)(4).

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the volume is low. Customer suspected a possible leak. The issue was found during preventative maintenance (pm) and there was no staff or patient involvement.